Manufacturer narrative:
(B)(4). The investigation revealed that according to the field service engineer (fse) the viewing sub system (visub) reset by itself once on february 10th. There were no errors found in the log file and the cause of the reset is unk. Most likely the reset was caused by a main disturbance. The problem has not recurred since and the system is working normally.

Event description:
The customer reported it turns itself off sometimes and then turns itself on.